Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic and physical evaluation of one device. A visual inspection of the returned photos noted the reload was partially fired. No other visual abnormalities were observed in the returned photos. Visual inspection of the returned product revealed that the reload was partially fired. The anvil clamping mechanism was deformed. Staple pushers were flush with the cartridge on the proximal end of the reload cartridge. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was cycled without hesitation or binding and was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil, deformed anvil clamping mechanism, and buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open, low anterior resection, the reload had a poor staple formation and staple was incomplete distally. It was reported that the stapler was able to complete firing cycle. The surgeon had to create a colostomy and suture the rectum as it was only partially stapled. The surgical time was extended 30 minutes or more. The patient was out of intensive care unit (ICU) and seem to make good progress. The doctor said that the patient feels a bit depressed, but he does not relate this to the colostomy bag as he seems to be coping fine. The patient will start radiation in which following that, the doctor is planning to take a biopsy of the rectum and depending on the outcome of the biopsy ¿ a repair might take place (patency restored).